Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high" with ketones; however, specific value was not provided. Cause was not known. On 5/15/26 the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and blood transfusion. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.